Event description:
It was reported that the valve was lacerated during the preimplantation test.

Manufacturer narrative:
The valve did not pass leakage and patency testing due to a large tear on the side of the delta chamber. This damage precluded all additional testing. It is undetermined how or when this damage occured. A review of the manufacturing records showed n oanomalies. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not constitute an admission that the product caused or contributed to the reported event.